Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the chemo therapy set had perforated tubing just below the devices spike. The perforation was identified during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During the visual inspection, a small hole was found in the tube just under the protector and spike. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause was determined to be a defective raw material not produced at the plant. Should additional relevant information become available, a supplemental report will be submitted.